Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has damage to screen. The lower housing assembly, upper bezel and top cover assembly were damaged and needed replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: h8. Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the display top cover assy (d040-00-0457), upper display bezel (d380-00-0559), lower display housing assembly (d380-00-0564) and display seals (d354-00-0210-03, d354-00-0210-04). The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0040-00-0457 0380-00-0559 0380-00-0564 with a reported unit failure of damage to screen. The fat performed a visual inspection and found part 0380-00-0564 to be in good condition. Parts 0040-00-0457 and 0380-00-0559 had physical damage. See attachments. No root cause can be identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.